Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2012 with the following findings: investigation revealed that the display screen was functioning with no issues; the display screen was found to be clear and legible.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The pump reportedly was used for demonstration purposes; the reporter noted the display was dim/discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).